Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The root cause of this event has been determined to be due to patient related factors. There has been no allegation of a device malfunction or deficiency. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic mitral valve, implanted for five (5) months, was explanted due to endocarditis and perivalvular leak (pvl). The explanted device was replaced with a 7300tfx 29mm pericardial valve. Post op tee confirmed good valve function and no pvl. The patient was taken to the cicu in stable condition. The patient had a complicated post-op course with respiratory failure requiring a trach, pacemaker removal due to infected leads, cardiogenic shock, peritoneal dialysis catheter removal and crrt, septic shock, CT guided hepatic abscess drainage, and pancreatitis. He was discharge one (1) month and eleven (11) days after surgery in stable condition to another hospital.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The device is also not available for evaluation. There is currently insufficient information to determine the root cause of this event. There has been no allegation of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic mitral valve, implanted for five (5) months, was explanted due to unknown reasons. The explanted device was replaced with another edwards bioprosthetic valve. Post-op patient's status noted in recovery. No other details provided.